Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was high. Customer's blood glucose level was 499 mg/dl. She was nauseous and had body aches. The customer treated her blood glucose level with a bolus using the insulin pump. The customer felt the quick release fell off and caused high blood glucose levels. The device was not returned.